Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2014 during which the surgeon noted the mesh was infected with cutaneous fistula. In two spots the bowel was adherent to the mesh. After approximately four hours of dissection, the mesh was removed. It was reported that the patient experienced severe pain and inflammation. The other procedure is captured in a separate file. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2008. (B)(4) submitted for adverse event which occurred on (B)(6) 2014.

Manufacturer narrative:
Date sent to the FDA: 12/11/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 11/24/2022.